Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump has been getting an alarm. Customer's blood glucose is 157 mg/dl. While troubleshooting the device received second series of beeps and numbers appeared on the display. Customer stated the drive support cap is protruded. Advised customer to discontinue with the pump and revert to a back up plan according to healthcare provider's instructions. Advised customer the device will need to be replaced. Customer mentioned he has a newer pump but has not been trained on it. No further information was reported.